Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 12-april-2024, it was reported by the patient that four infusions set fell off within 5 hours of use. Event occurred on 04/12/2024 and 04/18/2024. He replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR 1875983- device 2 of 4.